Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported a possible increased intraperitoneal volume (iipv) of solution had occurred using the homechoice system. The incident was reviewed over the phone with the tsr, which revealed for the previous night's therapy, the hp went to sleep and felt overfilled when she woke up. The cycler displayed "enter weight" at the time she felt overfilled. The hp was manually draining at the time she contacted a tsr. Review of the programming revealed the initial drain volume was 1mls, the last ultrafiltration was 1194mls, and the programmed fill volume was 2500mls. The hp indicates she did not bypass the initial drain or a low drain volume alarm. The hp did not want to troubleshoot and requested a swap of the cycle. The tsr subsequently swapped the customer's device. The tsr discussed with the caller use of manual continuous ambulatory peritoneal dialysis (capd) exchanges for peritoneal dialysis until the arrival of the replacement device. Follow up with the hp revealed she had drained 4700mls of fluid during the manual drain, which was 2200 mls greater than the programmed fill volume of 2500 mls. After the manual drain was completed, the hp no longer felt overfilled. According to the hp, there was no resulting patient injury or medical intervention.